Event description:
It was reported that the no delivery alarm was no longer functioning. The customer ran the high pressure test two times and the insulin pump did not give the no delivery alarm with either test.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the seat, rewind, occlusion test, or test for absense of no delivery alarms due to the prime anomaly.